Manufacturer narrative:
Concomitant medical products: 4194-88, implanted: (B)(6) 2013. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted the left ventricular (lv) lead also showed a high pacing threshold, which was present since implant. The crt-d was explanted. During the revision procedure, the lv lead was tested in the lvtip to rvcoil polarity configuration and the physician chose to lower the lv output and continue use of the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.